Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
During a revision hip, that was infected, the surgeon said that the mdm liner was disassociated from the inner femoral head.

Manufacturer narrative:
Additional devices listed in this report: cat #6260-9-328 , lot # unknown, description: 28mm +8 lfit v40 head. An event regarding infection and "disassociation" (dislocation) involving an adm liner was reported. The event were not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device lot details, return of the device, pathology reports, operative reports, progress notes, x-rays patient history and follow-up notes are needed to fully investigate the event. If further information and/or the device becomes available this investigation will be re-opened.

Event description:
During a revision hip, that was infected, the surgeon said that the mdm liner was disassociated from the inner femoral head.